Event description:
It was reported that during an unspecified interventional procedure, a guide wire fracture occurred. The location and characteristics of the lesion being treated are unknown. The 325cm rotawire floppy guide wire was used with a 1.5mm rotalink burr. When the physician attempted to withdraw the rotawire, 1-1.5 cm of the guide wire broke and remained in the patient. No further complications were reported. The patient's condition reported is "ok". Additional information was requested.

Manufacturer narrative:
The complainant indicated that the device has been disposed of at the user facility and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.